Event description:
Patient came to operating room for procedure of endovascular abdominal aortic aneurysm repair (evar). During procedure, attending surgeon attempted to use endovascular closure devices, percloses. Surgeon needs x4 perclose to complete case. X7 percloses were opened for case, 3 wasted as they did not deploy properly. Perclose is made by abbott medical, reference number (B)(6). The lot numbers for the malfunctioning devices are 5080841, lot number 5072641 expires 06/30/2027 x1, and lot #5081442 expires 07/31/2027 x 2. Surgeon was able to receive adequate results with perclose closure devices x4 after discarding failed percloses.